Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: vertical line noise, air leakage and main unit was immersed in water. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: vertical line noise occurred due to improper communication caused by an internal charged couple device malfunction from water invasion into the main unit. Additionally, the main unit was immersed due to water invasion inside the unit because the air tightness was lost in the protector on the main unit side. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a poor-quality image during inspection for use. There were no reports of patient harm.